Manufacturer narrative:
The concerto coils will not be returned as it remains in the patient. The reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-01269. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-12-09, reporter, literature, hcp: french, b., & hayes, d. (2018). Endovascular coil migration into the intestinal lumen: two cases of successful nonoperative management. Vascular and endovascular surgery, 53(2), 157¿159. Doi: 10.1177/1538574418805224. Medtronic literature review found a report of retreatment after concerto implantation. The patient presented with gastrointestinal bleeding secondary to a hepatic artery pseudoaneurysm located at the anastomosis of the native replaced right hepatic artery and donor right hepatic artery. Coil embolization was performed with multiple detachable concerto coils including six, 20 mm x 50 cm coils; two, 14 mm x 30 cm coils; one, 16 mm x 40 mm coil and two, 5 mm x 20 cm coils. Approximately 2 weeks post-procedure, the patient's gastrointestinal bleed recurred requiring stenting of the pseudoaneurysm.